Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states the coating from the recline cables got caught in the tilt slides and the plastic came off.